Event description:
It was reported that approximately four weeks post implant a right atrial (ra) lead exhibited far field r-wave oversensing that appeared to cause false detection of atrial tachycardia/atrial fibrillation (af) episodes. It was noted that the ra lead had dislodged on x-ray. High thresholds were noted as a result of the dislodgement. Undersensing was also noted. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.